Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. An x-ray noted the plasma fuse was blown. The device memory noted numerous alerts indicating high voltage system fault charge time exceeded logged in the device memory. The device memory also noted the device recorded an exceeding high current condition near the time the patient was electrocuted. Analysis confirmed the premature battery depletion was a result of the patient being electrocuted.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was completely dead after the patient was electrocuted. The patient had not been feeling well but the device was not interrogated at the clinic. The physician wanted to know if random component failure occurred to the device. Boston scientific technical services (ts) explained that the device would be analyzed to determine reason for the device to be non-functional. The crtd was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--